Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter it was reported the package was not completely full and one syringe had a foreign body in it. To aid in the investigation, three samples and four photos of 5ml luer lok syringes, material 309649, lot 4214654, were received for evaluation by our quality team. One photo shows the lower section of a box with a label containing all the unit information. The other three images show three different syringes in sealed packages. There is foreign matter inside the package and in contact with the syringe but observed outside the fluid path. Fourier-transform infrared spectroscopy (ftir) analysis was performed, and a packaging engineer was interviewed. The conditions observed are non-conforming per product specification and are associated with the packaging process. A device history record review was completed for provided material number 309649, lot 4214654. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. A quality alert will be issued to the manufacturing site.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from german to english: we just wanted to open a new package of bd plastipak luer lock 5 ml and you could tell from the weight of the packaging that syringes were missing. When I opened the package, it became clear that the package was not completely full. There are 51 syringes instead of 125. In addition, some of the syringes included are defective and there is a ¿foreign body¿ in one. Our shop floor has today observed foreign bodies and contamination in the sterile packaging of several ¿bd 5ml syringe luer-lok tip¿ from several boxes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.